Event description:
A malfunction was reported on the pump by the caller. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Customer technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer did not have a backup insulin therapy and was advised to contact their healthcare provider. Customer technical support confirmed the shipping of a replacement pump with updated software and provided training information. The caller acknowledged the instructions for putting the pump into storage mode and returning it to tandem.